Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had low flows. A vad exchange was performed and thrombus was noted in the pump, outflow graft and inflow cannula. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a decrease in power consumption and estimated flow beginning (B)(6) 2018. Four (4) low flow alarms have been logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination and dimensional verification. Post-explant functional analysis on the returned pump was not possible since the driveline was too short to be able to splice the driveline and then conduct functional testing. Internal pathology report revealed evidence of thrombus within the inflow cannula. Additionally, visual evidence provided by the site revealed thrombus-like material in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed to thrombus in the inflow cannula and/outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.